Event description:
A hospital in (B)(6) reported via our distributor that an rt340 adult breathing circuit expiratory limb was damaged when they opened the circuit kit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuit was visually inspected, pressure tested and submerged in a water bath. Results: the pressure test revealed that the returned circuit exhibited leak and was out of specification. The water bath test showed that the leak was from the expiratory limb elbow end connector. Visual inspection revealed that the tube had not been inserted fully onto the connector. Conclusion: all rt340 breathing circuits are visually inspected and pressure tested for leaks before they are released for distribution. Any breathing circuit which fails any of these tests is discarded. The observed leak was caused by the evaqua expiratory limb not being inserted fully onto the connector before glueing such that it did not form a permanent seal during the assembly process. The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."